Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that adhesive was observed under the button contacts after the keypad was removed. Contamination was observed under the buttons during investigation. The keypad appeared to be intact, was responsive, and springing back normally. A leak test found no leaks.

Event description:
The pt contacted animas alleging that the pump was intermittently not responding to button presses. The pt also claimed the buttons did not feel normal. The pt admitted exposure of moisture to the device, but denied that water ever entered the pump. He also denied that the keypad was damaged.